Manufacturer narrative:
H4: the lot was manufactured from december 09, 2020 ¿ december 10, 2020. H10: seven (7) actual samples were received for evaluation. Visual inspection along with magnification was performed which revealed a loose particle matter inside the fill port connector in the two (2) samples only. The reported condition was verified in 2 samples; however, not verified in the remaining 5 samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in seven (7) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags (near the fill port area). This was identified before use. There was no patient involvement. No additional information is available.